Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the event, it was determined that a reportable event had not occurred.

Event description:
It was reported that the connector assembly could not be connected with PICC firmly. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of complications with the connector was confirmed and the cause appeared to be associated with use of the device. The contents from a 4fr groshong PICC kit were returned for investigation. The nxt connector was received in two pieces. A microscopic examination revealed that the blue compression sleeve had been advanced into the tapered region of the distal connector. The catheter could not be advanced through the distal connector due to the position of the blue compression sleeve. The distal connector was bisected, which revealed the distal end of the blue compression sleeve within the tapered region of the connector. The length of the compression sleeve was within specification. The evidence found on the returned sample is consistent with an improper sequence of assembly. The product IFU provides guidance on inserting the PICC and attaching the two-piece connector to the groshong single lumen catheter. The steps outline the proper order, which include insertion of the catheter into the patient with the stylet, removing the stylet, modifying the catheter length, advancing the over sleeve portion of the connector over the catheter, and advancing the ¿catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks.¿ the two connector pieces should be aligned and mated together until the connector barbs are fully attached. The reported complication appeared to be associated with not following the procedure as outlined in the IFU. A lot history review (lhr) of recx4288 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the connector assembly could not be connected with PICC firmly. No other information was provided.